Manufacturer narrative:
Serial no: (B)(4). For one event the service activities performed by the field engineering specialist resolved the issue. Malfunction of the rinse nozzle was determined to be the root cause. The customer had no further issues following the service visit. For one event the issue was resolved by the service actions. For two events the investigation did not identify a product problem. The cause of the event could not be determined. The follow up/corrective actions for one of the events was a field engineering specialist found that the rinse nozzle was sticking. He cleaned and adjusted the rinse nozzle. The customer ran calibration and controls with acceptable results. The follow up/corrective actions for one of the events was the field service representative found an issue with the rinse mechanism. He replaced the gear pump gauge, adjusted the gear pump, cleaned the water check valve, and replaced the syringe seals. The customer ran calibration and qc. The follow up/corrective actions for two of the events were not provided. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>4</noe> malfunction events. Erroneous high results were generated by a cobas 8000 c 502 module. The events involved a total of 10 patients with the following: 6 albt2 tina-quant albumin gen.2, 2 a1c-2 tina-quant hemoglobin a1c gen.3, 1 crep2 creatinine plus ver.2, 1 albt2 tina-quant albumin gen.2. The provided patients' ages ranged from (B)(6) to (B)(6). There were 2 females and 1 male.